Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ vialon e IV catheter was damaged. The following information was provided by the initial reporter, translated from japanese to english: "the customer (animal clinic) reported that the catheter was found to be damaged."